Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, "no disposable" with a double beep. Per reporter, the patient's spouse was instructed to power off the pump and gently tap the bottom of the cassette on a firm surface, then power back on, but the beeping persisted. Agent assisted with closing the clamp and removing the cassette, tubing was massaged, and air bubbles were dispersed; the green tab was depressed. Per reporter, reattached and powered on, but the alarm persisted and removed/replaced one final time without success. The patient was redirected to the physician as the delay was more than 8 hours. The patient's spouse was comfortable with the removal of the cassette and wanted to try again on his own before calling the physician. The event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.